Event description:
Customer reported that the male luer of the primary set disconnected from the ICU medical clave needle-free connector which was attached to the red lumen on the central line. Customer stated the disconnection resulted in a leak during an infusion which required an administration set change. Although requested, no additional patient details/event information was provided.

Manufacturer narrative:
(B)(4). The customer stated that the device will not be returned because the product was not saved. Unable to determine the root cause of the customer's reported disconnect.